Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. No date of event reported/unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: july 4, 1997. The device history record review could not be performed as the records could not be identified due to the age of the instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the reduction forceps with serrated jaw ratchet (part 399.99) are found in various plating techniques for reducing fractures and positioning plates. One pair of reduction forceps with serrated jaw ratchet was returned (lot a7ga24) with the complaint that ¿the ratchet of the instrument is not holding.¿ upon receipt of this device, it was seen that the ratcheting feature no longer holds securely due to the play between the components at the pivot screw, and a slight bend in the handle away from the ratcheting feature. Both of these findings would reduce the functionality of the ratchet. This complaint is confirmed. Given the age of this device it is likely that use, repeated sterilization cycles, and wear over time have contributed to this complaint condition. The drawings for the reduction forceps with serrated jaw ratchet were reviewed and the design, material, and finishing processes were found to be adequate for the intended use of this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported from a hospital reporter who advised depuy synthes (B)(4) s&r lead, that the ratchet of the instrument is not holding. No further information was provided. No reported patient or procedure harm. This report is 1 of 1 for (B)(4).